Event description:
It was reported that the user experienced low glucose levels after meals while using the ilet, and customer care reviewed proper meal announcement techniques; the user was treating lows with glucose tablets and gummies without evidence of overtreatment. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment and user guidance on correct meal size announcements.

Manufacturer narrative:
Investigation included a complaint handling review and user education. Investigation of this case revealed that incorrect meal size announcements likely contributed to postprandial hypoglycemia. It was concluded that user technique was the probable cause and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.